Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. No definite root cause for the complaint was determined. Based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting and significant reduction of irido-corneal angles. During explantation, anterior subcapsular opacities suddenly developed. The patient experienced discomfort, light sensitivity and anterior uveitis. The lens was not exchanged for another lens. The patient is being monitored and is doing better in terms of eye discomfort but has complained of blurred vision.